Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2024. The cause of death was not provided. The device was in use at the time of the patient's outcome.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the patient's outcome could not be conclusively determined through this investigation. The controller event log file contained relevant events spanning from (B)(6) 2024. The first approximately 7.5 days of the log file captured the estimated pump flow ranging from 3.6 lpm (liters per minute) to 4.4 lpm. On (B)(6) 2024, a transient low flow alarm became active. Less than two minutes later, another low flow alarm was recorded, and the low flow condition persisted for the remainder of the log file. Over a day later, the driveline was disconnected and the system controller was shut down, consistent with the termination of support. A correlation between the low flows and the patient outcome cannot be conclusively determined. Additionally, the patient's time of death could not be determined via the log files. The pump appeared to have been operating as intended at the set speed while the driveline was connected to the system controller. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The hospital was informed by the patient's family around 1300 on (B)(6) 2024, the patient had passed away.